Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in the united states event occurred on 28-mar-2024, it was reported that the patient faced an issue with infusion set cannula bent and insertion site was abdomen. The infusion set was in use for 3 hours. The blood glucose level was over 400 mg/dl. Therefore, the patient was treated with correction injection via mdi. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.